Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "when start up hl20 , one of rpm appears belt slip and runaway error code." (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation. Check the signal from tacho board, checked and cleaned the tacho strobe, checked the belt, cleaned tacho strobe and no error message occurred. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).